Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
The following event was reported to ventec via email: "ventilator was stating ¿concentrator needs servicing¿ when we needed to use it for a veteran to have a shower who utilizes the concentrator. Veteran needed to take a shower and be removed from 50 psi oxygen and we typically switch to concentrator. The ventilator was flashing an alarm ¿concentrator needs servicing¿ and patient saturations had dropped to <88%. We placed back on to psi to grab another ventilator to use to remove this one from service." There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue, however, the patient did allegedly desaturate during the event necessitating medical intervention to prevent permanent impairment/damage to the patient. Ventec has made multiple attempts to obtain additional information about the patient and the event, but no further information has been received.

Manufacturer narrative:
H6: ventec downloaded and reviewed the device's electronic records (system logs) and confirmed that it had logged alarms for service concentrator soon and o2 concentration. The device was also evaluated where it was observed that its internal oxygen was underperforming per specification, which may have contributed to the patients alleged desaturation. The vocsn clinical and technical manual states the following [p. 113]: "the o2 concentration alarm activates after five minutes or more (depending on vocsn configuration settings) when the internal o2 concentrator produces less than 82% oxygen, or less than 80% of the target pulsedose® volume. It will also activate if there is a fault with the internal oxygen sensor that measures gas created by the internal o2 concentrator, or if the monitored oxygen tank pressure is less than 4 psi when using an external source of high-pressure oxygen. If using an external source of oxygen, check the high-pressure source for depletion. If using the internal o2 concentrator, check the patient circuit o2 tube to ensure it is fully connected and is not blocked. If the problem persists, contact your local ventec life systems representative for service.". Additionally [p. 115]: "the service concentrator soon alarm activates when the vocsn o2 concentrator maintenance should be scheduled. This alarm can be reset for up to 32 hours by clearing the alarm. (Software versions 4.13 and earlier will reset the alarm for 8 hours.) The service concentrator soon alarm remains active until the internal o2 concentrator is turned off. Contact your local ventec life systems representative for service.". Ventec replaced the media bed to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was user error, due to the user not sending the device in for evaluation and service as instructed in the vocsn clinical and technical manual.